Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was unable to deliver shocks. There was no patient involvement.